Event description:
It was reported that bd q-syte closed luer access device septum leaked. The following information was provided by the initial reporter: (B)(6) 2025 15:00, respiratory nurses for the patient's infusion operation, about 10 minutes the family rang the bell to inform the liquid leakage, immediately to the bedside to check the pipeline situation, the infusion tube connected to the q-syte connector interface tight and no loosening, unscrewing the q-syte connector found q-syte connector silicone part of the depression caused by the leakage of liquid. Immediately pacify the patient's family, do a good job of explaining, replace the blue needleless positive pressure connector, did not cause harm to the patient.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4214913. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.